Manufacturer narrative:
On (B)(6) 2023, the distributor reported the following information: the pump was received and the pump was found to be functional. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Event description:
It was reported that damage to the pump housing resulted in insulin delivery being interrupted. The customer's blood glucose (bg) level was 100 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.